Manufacturer narrative:
Section f was completed by the MFR. User facility has been contacted. No add'l info is available at this time.

Event description:
Pt was in deep knee flexion when a portion of the anterior poly surface broke off.